Event description:
It was reported that during preparation for a coronary stenting treatment procedure a stent dislodgment occurred.the target lesion was located in an unspecified vessel. During prepping of an unspecified size promus element stent the stent came off the balloon. The procedure was completed with another promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).